Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The reported condition was not confirmed due to unavailable sample. Based on the information obtained during baxter's investigation, the root cause was due to air being sucked into the disposable caused by the patient not being connected when therapy initiated. The patient stated she pressed go to start therapy before connecting. A batch review was not performed because the lot number was unknown. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The reported condition was resolved over the phone and the patient elected to discard product. Should any additional information become available, a follow-up report will be submitted.

Event description:
A home patient (hp) contacted global technical services to report a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during initial drain. The hp stated she pressed go to start therapy before connecting to the hc. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup. The tsr further assisted the hp to clear the alarm to start over using new supplies. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported.